Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It has been visually inspected to check any anomaly that could have been resulted in resistance during the venipuncture. No anomalies were detected related to the shape of the needle or catheter. Difficulties during the insertion could potentially be related to bevel defects so its characteristics (trim length and wall thickness) have been measured. There is an imperfect bevel with bevel tip damage that reduces functionality of the catheter. Based on the results achieved, there is no evidence that the product does not comply with the specifications. All the tests applicable to the alleged defect have been performed on the unused returned sample confirming it a compliant product, therefore the complaint could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The root cause not found since the complaint is not confirmed. Based on the evidence available, the reported allegation is not confirmed therefore no action will be implemented at this time. Complaints data will continue to be monitored.

Event description:
It was reported a difficulty in pricking the patient and getting into the vein. The catheter hangs in the patient's vein and in some cases, they failed to introduce the catheter to the patient even after 4 attempts. There was patient involvement and unknown patient harm reported.